Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) does not change color and the plug deployment button does not release the plug. There was no reported patient injury. The vcd was used after a cerebral angiogram. The procedure used a retrograde approach, and the device was stored and prepped according to the IFU. The physician was certified in the use of the exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis 5f vascular sheath was utilized. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30-45 degrees, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site showed no visible calcium/plaque, no access vessel tortuosity, no stent nearby, no stenosis greater than 50%, and no prior closure device or manual compression within 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The vascular sheath introducer connected with the exoseal vcd, and the indicator wire cowling locked with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. When the device was removed, the indicator wire loop was deployed and showed no anomalies. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) does not change color and the plug deployment button does not release the plug. There was no reported patient injury. The vcd was used after a cerebral angiogram. The procedure used a retrograde approach, and the device was stored and prepped according to the IFU. The physician was certified in the use of the exoseal vcd. There were no visible signs of device/package damage prior to use. A non-cordis 5f vascular sheath was utilized. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30-45 degrees, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site showed no visible calcium/plaque, no access vessel tortuosity, no stent nearby, no stenosis greater than 50%, and no prior closure device or manual compression within 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The vascular sheath introducer connected with the exoseal vcd, and the indicator wire cowling locked with an audible click. Pulsatile flow was observed from the bleed-back indicator, and the exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. When the device was removed, the indicator wire loop was deployed and showed no anomalies. One non-sterile vascular closure device 5f - was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft in manufacturing position, which was found with dry blood residues, with the indicator wire fully deployed. The indicator window was received on black/white position and the guard was found locked, with no catheter sheath introducer (csi) inserted on the unit¿s delivery shaft. No additional anomalies or damages were observed to be reported during this initial unaided eye visual inspection. Exoseal functional testing was executed by firstly pulling the indicator wire to achieve the black/black position and finally with the depression of the deployment lever resulting in the deployment of the plug and the change of the indicator window to the black/white/red position. A high magnification evaluation was conducted to evaluate the conditions of the assembly configuration. During this evaluation, no signs of obstruction or any impediments were observed that could be related to the reported event. Based on the results from this analysis the reported event by the customer as ¿indicator window - no change to indicator¿ was not confirmed, as the evaluations executed concluded that there is no evidence related to a no change to indicator issue. During the functional evaluation, it could be confirmed that the deployment mechanism could be actioned as intended resulting in the adequate change of position that is expected to be observed on the indicator window. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit, therefore no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.